Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: a review of the black box revealed one ¿loss of prime¿ warning due to low non zero force on 01/24/2014. There was no ¿loss of prime¿ or any errors, alarms or warnings that occurred during the investigation. The product performed within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported multiple "loss of prime" issues with the pump for unknown reason. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.